Event description:
It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman laa closure device & delivery system (wds) along with a watchman access system (was) were used. After the closure device was deployed, there was difficulty pulling the wds back into the was. The device was re deployed multiple times to try to free up the anchors from what it may have been caught on. A force larger then normal was used to successfully recaptured the closure device. Once the wds and was were recaptured up to the anchors they found that they were both kinked. The procedure was not completed due to this event. No patient complications were reported and the patients status is fine.